Event description:
It was reported that the physician (B)(6) performed a tonsillectomy using a coblator ii surgery system. One day post-operatively, the patient presented to the theatre with bleeding at the surgical site. The patient was treated and released. In addition, the patient presented to the theatre on two other separate occasions for treatment of post-operative bleeding; however, the time frame of those visits is unknown. No information regarding the treatment rendered to the patient was available. No other complications were reported as a result of this event.

Manufacturer narrative:
The serial number for the reported device was not available.